Event description:
A malfunction alarm was reported by a customer in france. There was no reported impact on the customer's blood glucose level. A replacement pump was arranged, and the device is expected to be returned. Customer reverted to an alternate method of insulin therapy.